Event description:
Received a report from a consumer's mother indicating her daughter sought medical assistance to remove a piece of a tampon pledget that had separated and remained behind during removal. Reporter advised the remaining piece was removed without incident, and her daughter has fully recovered.

Manufacturer narrative:
Verbally advised lot code information provided by the reporter has been sent to quality assurance for investigation. We await the results. We have requested and await the consumer's return of product for evaluation.